Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a confirmed error code 41786 with red screen alarm. The product fault occurred during testing, no patient involvement.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed the device in used condition. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump exhibited a red screen alarm powering up. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.